Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient had a fluid leak at the base of tubing. Device was explanted and replaced. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.